Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. The customer's blood glucose levels were 436 mg/dl, 50 mg/dl and 100 mg/dl to 120 mg/dl. The customer had high blood glucose level because he was using the old insulin pump and reservoir. The insulin pump will not be returned for analysis.